Event description:
Patient having bariem enema compresses bowel area with paddle to move bariem paddle froze in down position. Patient returned to x-ray department next day complaint of rib pain, x-ray taken found rib fracture.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.